Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a neurosurgery procedure, while on the cervical level, the clips did not form correctly and did not hold. The handle could still be squeeze during the issue while having difficulty in loading and firing the six devices. Another device was used to complete the procedure. There was no patient injury.